Manufacturer narrative:
(B)(4). The reported field event of a suspected malfunction was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the reported malfunction could not be determined.

Event description:
It was reported the device was explanted and replaced due to an undefined malfunction. No further information is available.